Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 114 mg/dl. The customer was advised that drastic change in blood sugar and isigs are probably why the pump gave the calibration error and rapid changes in blood sugar could have been the possible cause as well. The customer was advised that there could have been a sensor issue and that a replacement sensor will be sent.